Event description:
Clear fluid came out of the implantable neurostimulator site since implant. The pt had tingling down her left arm as well as weakness. Since (B)(6) 2009, the pt developed bilateral pain at the lead site. She felt no stimulation coverage on the right side. X-rays were taken. The pt was told everything was fine. There was no explanation for the pain or fluid in the pocket. The pt desired explant, but this was denied coverage by her insurance company. The implantable neurostimulator site never healed. Sixteen months after implant was bruised. It progressively protruded; the neurostimulator and lead sites eroded. There was green, odorous discharge. The discharge was cultured (results not reported). The pt had low grade temperature. The pt felt extreme discomfort when she sat in one position too long. Device explant was planned. Add'l info has been requested. A f/u report will be submitted if add'l info becomes available.

Manufacturer narrative:
(B)(4).